Event description:
A customer contacted baxter technical services (bts) regarding assistance with the home patient (hp) not feeling well on the homechoice machine(hc). The caregiver (cg) stated they had already spoke with the peritoneal dialysis registered nurse (pdrn). The cg stated the pdrn suggested they end therapy and take the hp to the emergency room. The technical service representative(tsr) confirmed with the cg that the hp didn't feel overfilled. The tsr assisted the cg to end the therapy. Product surveillance contacted the pdrn on (B)(6) 2012 regarding the report of the hp going to the emergency room. The pdrn stated that the hp had been admitted to the hospital on (B)(6) 2012 with a pleural effusion. The pdrn stated that she did believe that it was related to pd therapy. The pdrn stated the patient was treated (details not reported) and that he is being released from the hospital today. The patient is currently doing hemodialysis but is hoping to return to pd therapy when recovery complete.

Manufacturer narrative:
(B)(4). The device is not available. A follow up report will be submitted when additional information becomes available.

Manufacturer narrative:
(B)(4). A review of the device history record revealed no nonconformities, failures or deviations that could have caused or contributed to the event of pleural effusion. Review of the device service history revealed no issues that could have caused or contributed to this event. A review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported issue. Internal and external visual inspections revealed no problems. The device passed both electrical and functional testing and was determined to meet all performance specification requirements. Baxter evaluated the device and no failure or malfunction were identified that could have caused or contributed to the event of pleural effusion.